Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a failed (performance verification test) pvt o2 accuracy test. Reportedly, the oxygen concentration was at 60 & 100%. The customer reported that the tank regulator pressure holds at 52+ psi. Reportedly, the unit was augmenting air. Reportedly, there was a possible o2 pressure fail. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 27feb2019. The customer replaced the defective data acquisition board to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.